Manufacturer narrative:
Analysis was normal. No anomalies were found. The damage found was sustained during the surgical procedure.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. This product is registered as a combination product.

Event description:
Related MFR#: 2017865-2020-04334. It was reported that patient presented to clinic for follow up. Upon interrogation, lead sensing and high capture threshold was observed. Patient was asymptomatic. Patient presented for lead revision and the lead was explanted and replaced. During procedure the atrial lead dislodged. The lead was explanted and replaced. Patient was stable prior, during and post procedure.